Event description:
It was reported that, during a acl clancy procedure, the surgeon stated that the tendon stripper was not cutting through tissue. The procedure was completed with a tendon stripper from arthrex. There was a delay between 5-10 minutes. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 013550 tendon stripper used for treatment, was not returned for evaluation. This is a six year old reusable product. Investigation was limited without product to evaluate. Due to product unavailability, the investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Per the instructions for use: these instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.